Event description:
It was reported that the patient¿s blood glucose level rose to 15 mmol/l (270 mg/dl) between 49 and 71 hours of wearing the pod. The patient stated the pod failed due to a blocked cannula. The patient reported placing the pod the previous evening and experienced pain and blood could be seen dripping from the pod. The patient further reported it was possible blood and insulin leaking from the pod. Upon removal of the pod from their leg, there was a clump at the tip of the cannula. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.